Event description:
(B)(4). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. It was reported the patient had an adverse event of cerebral thromboembolism / occlusion of the mca (middle cerebral artery) m1 segment and the event was concomitant disease related which was adjudicated later by the cec to be procedure related. The adverse event resolved without sequelae and no intervention or medication was given. Review of the procedure by the cec suggests that the left ica (internal carotid artery) had critical stenosis prior to the procedure and became completely occluded although there was no associated neurological decline.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).